Event description:
It was reported to philips that the flexvision computer was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site, verified the issue and identified power issues in the monitor control pc unit and its power supply. After reviewing log, fse found the reported malfunction. Upon troubleshooting, fse found the power supply failed from an overcurrent, burning out a fuse. To resolve the issue, fse replaced the flex viewing pc and return the part for further analysis, and it showed that the failed component psu. After replacing the fuse and flex viewing pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.